Event description:
It was reported that customer experienced CGM error message while using sensor. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, error did not return, and customer successfully started new sensor session.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.